Event description:
Patient called to report that meter would display neb message. Patient retested and obtained the same message. Patient was unable to obtain a bg reading. Ccr tested with ctrl sol and meter came up with neb msg. Used another vial of test strips and meter result fell within the range. Ccr is replacing test strips and sending a new vial of ctrl sol. No further information has been reported.